Event description:
It was reported that the patient complains of pain, not able to walk, and inability to bear weight on hip. Patient will follow up with a new surgeon in (B)(6).

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.